Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited loss of atrial and ventricular capture. The loss of capture was often correlated to times when the patient's sensor was active. The patient's implantable cardioverter defibrillator also exhibited far r wave oversensing resulting in inappropriate auto mode switches episodes. Further testing and programming changes were discussed. No further information was provided.